Event description:
It was reported that during a coronary artery bypass graft, the device had multiple clips that did not form properly: scissored, j-shaped, tear-dropped. The case was completed with add'l clips. There was no adverse consequence to the pt. No device being returned, but clips will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.